Event description:
Additional information received reported the patient experienced weakness in his legs, but there was no catheter issue. It was noted there was no revision or replacement, but troubleshooting was performed on (B)(6) 2014. It was further reported the patient was doing ¿fine,¿ was receiving effective therapy, and there was no device issue. It was noted the ¿patient very hypochondriac and blamed everything on pump.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having problems with his pump. The medication was not getting into the patient¿s spine. It was thought that there was a catheter kink. The healthcare provider (hcp) ¿reworked the pump¿. The reporter was unsure if the catheter was unkinked or replaced on (B)(6) 2013. It was also reported that when the bupivacaine was added to the pump, this made the patient¿s symptoms worse. The drug was then changed to dilaudid until the catheter kink.

Event description:
It was later reported that the patient still had concerns with his device or therapy, but was working with his doctor or a manufacturer representative. The patient had appointments on 2014 (B)(6) and 2014 (B)(6) and had one scheduled for 2014 (B)(6). It was noted that there were ¿changes in progress¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).